Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient.

Event description:
The consumer reported that the patient was in a bad car accident on (B)(6) 2016 and had no idea if the device was still working. The patient's implantable neurostimulator (ins) was last tested in 2015. The programmer was destroyed in the bad car accident and it could not be recovered. No symptoms were reported. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.